Event description:
The patient's ((B)(6)) scs system includes a neurostimulator receiver. It was reported the patient is without stimulation. Efforts to recapture stimulation through reprogramming and with the use of a different transmitter have been unsuccessful. X-rays were also taken; however, no visible anomalies were noted. The patient denies experiencing any traumatic occurrences which may have attributed to this event. No further information is available.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.